Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services provided a list of actions required to restore the patient data and ensured critical therapy remained available.

Event description:
It was reported that there was missing subcutaneous implantable cardioverter defibrillator (s-ICD) data on the last three latitude downloads. Technical services (ts) reviewed available data, noting it was consistent with a patient data (pd) error code. Ts confirmed the device is operating normally, and a list of actions required to restore the information was provided. No adverse patient effects were reported. This product remains in service.